Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.

Event description:
It was reported that the patient was feeling fatigue and presented to clinic, upon interrogation the pulse generator exhibited backup vvi mode. The device was explanted and replaced on (B)(6) 2013.